Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
It was reported that during a trial, when a patient changed clothes, one of the wires came out of her back. The wire was on her right side, which she just switched to two days prior. The patient was scheduled to finish the trial the following day and had an appointment to see her healthcare professional. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4)